Manufacturer narrative:
It was intended to treat a pre-dilated severely calcified lesion (85% stenosis degree) in a tortuous mid rca. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. Microscopic analysis showed two pinholes, one in the proximal part and one in the center of the balloon, as well as scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The reported event was most probably caused by the patient anatomy.

Event description:
During inflation of the severe calcified lesion in the rca the balloon ruptured at a pressure of 18 bar. There were no adverse events to the patient reported.